Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not deliver a meal bolus and the blood glucose (bg) level was 250 mg/dl. An insulin injection was administered to address the bg level. As the event had occurred in the past, tandem technical support advised the customer to discuss the high bg with a healthcare provider.